Event description:
A female underwent aa repair in 2009. A conduit was originally planned for access in a 5.5 mm vessel. The physician decided to place the device without a conduit. The device then caused a rupture in the left common iliac artery (1820334-2009-00132). The vessel was controlled and a conduit was placed. It was then decided to place a zenith renu aaa ancillary graft converter and do a fem-fem bypass since access on the right side measured 5 mm. The physician explanted the grafts the following month, due to infection caused by colonic leak into retroperitoneum. Pt had an axillary bi-fem graft placed and has a colostomy. As of the following month, the pt expired over the weekend from multi-system organ failure and sepsis. She was never discharged from the hospital.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Additional info received further confirmed that this incident does not appear to be related to the stent graft. The infection was in the retroperitoneum and the graft was explanted as part of the treatment. However, we have notified the appropriate individuals and we will continue to monitor for similar events.